Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #:0001032347-2016-00766 and 0001032347-2016-00767.

Event description:
It is reported that during an open reduction for a cheek bone, two screws were broken while inserting. It is reported the procedure was completed with a competitor's implants. It is reported the procedure was completed with less than a ten minute delay. It is reported that no foreign body was retained by the patient.